Manufacturer narrative:
An insitu multi-holed cup and liner were used in the revision of a competitor hip implant. Two weeks post-op, an ind was performed due to a superficial infection and the liner only was replaced with a similar insitu liner (as a precautionary measure, per the rep). Infection is a known risk with total hip arthroplasty and can be the result of multiple factors. No other complaints have been reported from the implant lots (cup, liner, or screws). Infection can not be attributed to the implants.

Event description:
An insitu multi-holed cup and liner were used to revise a competitor implant on (B)(6) 2021. On (B)(6) 2021, ind (irrigation and debridement) was performed due to a superficial infection. The liner only was swapped with a similar model insitu liner.